Event description:
The customer reported to olympus the evis exera iii colonovideoscope has a crack on the handle. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material was exiting the auxiliary channel and foreign material was inside of the water basin which, are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a crack on the scope body causing a loss of water tightness. This finding was due to wear and tear damage with mishandling over time. Upon further inspection, it was observed that foreign material identified as human tissue was exiting from the auxiliary channel at the distal end and foreign material residue was inside of the water basin. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the flexibility adjustment function did not work due to damage to the flexibility adjustment ring. It was observed that the scope cover, plastic distal end cover and the light guide lens had a crack. It was also observed that the suction, air, and water cylinder had discoloration. It was observed that the light guide bundle had breakage. It was also observed that the adhesive on the bending section cover had wear. It was observed that the connecting between the bending section and the passive bending section was not secure due to deformation of the bending tube. It was also observed that the connecting tube had a scratch. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Lastly, it was observed that the universal cord was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to the leakage that occurred at the control section, therefore, reprocessing was unable to be completed. The event can be prevented by following the instructions for use: "IFU: operation manual chapter 3 preparation and inspection states detection method. IFU: reprocessing manual chapter 5 reprocessing the endoscope states preventive measures." Olympus will continue to monitor field performance for this device.